Manufacturer narrative:
The customer has not agreed to return the device for the investigation. Therefore, the reported issue could not be verified and root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There is no report of patient involvement associated to the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There is no report of patient involvement associated to the event.